Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a gradual rise in shock impedance measurements from 100 to 130 ohms. No impedance measurements were observed to be out of range. Boston scientific technical services provided troubleshooting options to the field. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system impedances were high and there were limited options of passable vectors. Subsequently, the device wase explanted and the patient was implanted with a dual implantable cardioverter defibrillator (ICD). The device is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a gradual rise in shock impedance measurements from 100 to 130 ohms. No impedance measurements were observed to be out of range. Boston scientific technical services provided troubleshooting options to the field. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system impedances were high and there were limited options of passable vectors. Subsequently, the device wase explanted and the patient was implanted with a dual implantable cardioverter defibrillator (ICD). The device is expected to be returned for product analysis. No additional adverse patient effects were reported.